Manufacturer narrative:
The customer test strips were returned for evaluation. The strip information was not provided for the initial report. Model 1469a, lot# 7y6408aa, exp. Date 09/30/2014.manufacture date 03/01/2013.

Event description:
The advocate stated the customer received a blood glucose reading of 110mg/dl on the breeze2 and changed the insulin dosage accordingly. She took subsequent readings on the meter and the results were 46,54 and 54mg/dl. The customer felt symptoms of hypoglycemia: felt strange and nauseated. Treatment was not discussed. The customer declined to troubleshoot the meter and could not locate her strips to provide information. She was sent a new kit.

Manufacturer narrative:
(B)(4).